Event description:
It was reported that the pump battery ¿takes longer to fully charge¿. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.